Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient stated they are not sure if it is a problem or not but they have noticed some tingling around the pocket where the battery is at. Patient stated the device should be used but they can't tell if it's working. Pt hcp told them to contact mdt. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the manufacturer representatives.